Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that the device's image does not appear. There was no patient injury reported.

Manufacturer narrative:
The reported issue for this device was that image does not appear. The customer¿s complaint was confirmed. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. Upon testing and inspection, an intermittent flicker in image was observed. This is attributed to the faulty cable unit. It is likely the cable unit failed over time or because of a sudden shock. Root cause cannot be determined. Additionally, there are kinks in cable. Image is slightly off-centered but functionally ok.